Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no.: the device was received for evaluation. An event history log review was performed, and multiple system error 20602 (monitor motor stall) were observed. A visual inspection was performed, and dried fluid build-up on the front shuttle area was observed. The reported condition was verified. The cause was determined to be from dried fluid build-up causing the motor to not move freely. The shuttle area will be thoroughly cleaned to resolve this issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq large volume pump, a system error 20602 (monitor motor stall) was observed. No additional information is available.